Event description:
Incident description according to the sales representative: "I got a call yesterday evening from (B)(6). She told me about an issue with her sara 3000 sling that ripped while lifting a patient. The patient did not fall to the floor but it ripped completely. When I was at this facility, I recommended replacing these slings as they were worn and in bad shape. It was dated (B)(6) 2010."

Manufacturer narrative:
This report is being filed under exemption (B)(4) (B)(4) on behalf of the manufacturer medibo medical products nv, (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.